Event description:
Complainant alleged that while attempting to monitor a pt (age & gender unk) the device displayed a "cannot charge" message. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.